Event description:
The customer reported that after two successful shocks they were unable to deliver a third shock with this device. They switched to a different defibrillator and using the same defib pads were able to deliver therapy. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.